Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (reported as peritoneal inflammation) and was hospitalized for the event. The cause of peritonitis was not reported. Treatment included unspecified intraperitoneal medication added to the pd solution. At the time of this report, the patient was not recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided because the reporter declined follow up.